Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 25x8 bd¿ precisionglide¿ needle was in a package labeled for a different product. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: not confirmed: bd was not able to confirm/ reproduce the incident in question. Sample analysis: samples and photo of the claimed product were not received. Analysis of the history of the manufacturing lot: the claimed lot was manufactured during the period 07/17/2017 to 07/19/2017. Already the lot of needle 0,80x25 was produced well before that received by the customer. In that interval, more batches of different sizes were produced which would make it impossible to mix product. Qn / maintenance analysis: there are no quality notification (qn) or maintenance records that could lead to the incident in question for the lots involved in this claim. Conclusion: therefore, based on the information from the batch history, production plan could not confirm the product mix based on the production dates and the batches that were produced in that range.